Event description:
It was reported that device deployed a straight shot that went through pt and into resident's finger. The device was returned for eval. The eval revealed a small piece of wire lodged in the tip of the device, which caused the instrument to fire straight constructs.

Manufacturer narrative:
Original complaint info received via medwatch report from user facility. The facility reported that the suspect device was catalog number 0113035, the stapler cartridge. The analysis identified the source of the straight constructs was the salute fixation device (01103036).